Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml intravia empty container was leaking. The reporter indicated that the bag was either leaking from the administration site or the hanging site. The device was filled by the customer using a baxter pump to a total fill volume of 466 ml, and squeezed to check for leaks with no issues noted. The bag was then shipped by the customer to the end user, where the end user noticed that the bag was leaking. There was no patient involvement. No additional information is available.